Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; dimensional evaluations could not be performed. Photograph provided confirms that the device is broken. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was broken upon opening sets. A different driver was used. There was no consequences or impact to the patient.